Event description:
It was reported that the ipg migrated and was difficult to charge despite troubleshooting attempts. No device malfunction suspected. The patient underwent an ipg replacement procedure wherein a non-rechargeable device was implanted. The patient was doing well postoperatively and the explanted device was not returned.